Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
A bayer service representative was on site to re-install a certo wireless system in a new MRI suite. When the representative picked up the certo box and turned around, the unit was pulled out of his hands and into the magnet bore. The magnet was subsequently ramped down and the certo box was removed from the scanner without further issue. No injury or adverse event was reported.

Manufacturer narrative:
Bayer service was dispatched to re-install a certo system into the customer's new MRI suite. As the service engineer was unfamiliar with the specific location of the fringe fields of this scanner and knew there were limitations regarding the placement of this device, he contacted the scanner OEM (siemens) for a drawing which identified the fringe fields. The service engineer identified the location of the 30 gauss line in the room at the end of the patient table (approximately 6 feet from the bore at the end of the table) which is within the recommended fringe field strength for the installation of this component. However, the room configuration was such that the location at the point where the engineer was attempting to install the certo module was in a fringe field higher than is recommended in the installation and service manual, which is no closer than 50 gauss, for this product. As a result, when the engineer picked up the module and turned toward the magnet, the module was drawn into the magnet bore. In order to remove the certo scan room module from the magnet, the scanner had to be ramped down. The certo module was then removed from the scanner without further issue. Bayer product analysis received and examined the returned certo module. Visual examination confirmed evidence of physical damage consistent with the reported event. The mounting flanges were bent in an upward direction from the mounting surface as well as the disengagement of the power supply for the ethernet port from the velcro strapping. Our investigation determined that the reported problem occurred as a result of human error of the service engineer upon installation. As the certo module contained ferromagnetic material, it was drawn into the magnet bore when the service engineer moved it within the 50 gauss line. The certo installation and service manual contains the following warning: · warning: mr conditional. Contains ferromagnetic material. Keep device outside the 50 gauss line, or 10ft (3.1m) from the magnet bore. Device may be attracted to the magnet bore and could result in serious injury or death.